Event description:
The reporter stated that during surgical procedure using the tibiaxys lower limb planting system, the screw broke during insertion. It was removed from the site and replaced with another screw that was available. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.